Manufacturer narrative:
Tandem clinical diabetes specialist reported on (B)(6) 2016 that the customer has started using another tandem pump and has not received another occlusion and the blood glucose level has been within range. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer could not recall if the blood glucose (bg) level was impacted. After a few of these occlusions, the customer had removed the cannula and no damage was noted. A new infusion set was successfully inserted. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.